Event description:
Reporter alleged the customer obtained discrepant blood glucose of hi (over 600 mg/dl) back to back with a result of 231 mg/dl when testing was performed less than 10 minutes apart on the compact system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. The suspect product was not returned to the manufacturer for evaluation.